Event description:
The person with diabetes (pwd) reported receiving repeated line-blocked alarms in the middle of the night around 2:00¿3:00 am. The pwd had been sleeping on the stomach and wearing the infusion site on the abdomen. The current cleo 90 infusion set had been inserted on the thigh. The event occurred while in use with patient. The operator of the device was the lay user or patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.